Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the nail was being opened in the operating room by the circulating nurse and as she took the nail out of the box, the nail slid out of both sterile packages and hit the floor because of the size/length the only option for this pt was to use a smaller diameter nail with same length."